Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press or required multiple presses to activate the display screen. There was no adverse impact to the customer's blood glucose level as it remained within the normal range. Customer technical support (cts) instructed the caller to ensure the pump was not connected to a power source and to press the center of the button with firm support. Although the display activated, the button continued to be problematic, so cts decided to replace the pump. The customer was guided on how to remove the pump from its case and instructed to place the old pump in storage mode before returning it. A replacement pump was shipped, and the caller was advised to send back the faulty pump using a pre-paid label within 10 days, which was clearly understood and acknowledged by the caller.